Event description:
It was reported that during a davinci si surgical procedure the customer noted a 'broken cable' on the dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the drive cables were found to be damaged. The pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. Clevis did not exhibit any damage or wear marks. The pitch down cable was frayed at the distal clevis hub and strands were sticking out at the hub. No other damage was found.